Event description:
Boston scientific provided the following information: lead was capped due to a product performance issue. No other information was provided.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.